Manufacturer narrative:
During preventive maintenance at customer site, on (B)(6) 2019, the thermogard xp ivtm system (sn (B)(4)) failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. The root cause for the mid:09 error message was due to the damaged air trap sensor block. Upon visual inspection, observed physical damage on the coldwell cap and white guide roller. The coldwell cap and white guide roller were replaced to remedy the damage. The root cause for the physical damage was due to wear and tear. The thermogard xp ivtm system is a reusable device and was manufactured in february 2014 and is 5 years old, reached the service life of 5 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. The air trap sensor block was replaced to address the mid:09 (air trap assembly) error message. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During preventive maintenance, on (B)(6) 2019 , the thermogard xp ivtm system (sn (B)(4)) failed functional testing due to mid:09 error message displayed upon powering on.